Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination for damage and 12 retention samples by functional leakage testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode

Event description:
It was reported when using the bd vacutainer® edta 2k luer lock, customer report that blood gush from the needle onto scrubs. The following information was provided by the initial reporter. The customer stated: "customer informs when certified cardiographic technician (cct) was drawing blood after a peripheral intravenous line (piv) placed, when blood vial was removed and cct went to place another in the vacutainer, the vacutainer was gushing blood from the needle onto cct scrubs."